Manufacturer narrative:
The device is being returned to (B)(4) for evaluation. Even thought root cause is unknown at this time as per reporter, the offset rod was tested with the manual distractor when explanted and this didn¿t lengthen, there was also some visible movement in the rod which could be associated with pin malfunction.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the rod was unable to lengthen.